Manufacturer narrative:
The device was returned to a zoll italy. The customer's report was duplicated and attributed to the analog board. A repair quotation was provided to the customer for the repair. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.